Event description:
The device was returned for service. During service, the device failed accuracy tests with underdelivery. No record of any pt incident involving the pump since the last baxter service event.